Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the flow rate was unstable on the rotaflow console during treatment. The device was exchanged with the spare device. No harm to any person has been reported. Due to the reported exchange a report is required. (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). It was reported that the flow rate was unstable on the rotaflow console during treatment. The rotaflow console was exchanged with the spare device. No harm to any person has been reported. Due to the exchange of the rotaflow console during treatment, a report is required. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician and the reported failure could be confirmed. The lemo rfd master connector (article number (B)(4)) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. Based on the given information the reported failure "unstable flow (lemo connector affected)" could be confirmed. The review of the non-conformities was performed on 2024-05-29 and during the period of 2022-01-19 to 2024-05-28 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2022-01-19. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).